Event description:
It was reported that the suture fell out without reason and could not be used normally. T1 had to be removed as it had already been deployed. A back-up was used to complete the procedure. No significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.